Manufacturer narrative:
Available details indicate that the devices self-test failed. It was determined that the problem was resolved by adjusting the contacts between the paddle and the paddle tray, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's self-test failed. There was no patient involvement.